Event description:
The customer reported the surgeon inserted the catheter into the pt and left in place. The monitor reading was -30mmhg. The surgeon removed the catheter and placed his finger on the tip of the catheter but the reading was still less than zero. No pt injury was reported.